Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose level of 311 mg/dl and he was calling to get help figuring out how to help her deliver a bolus. The customer is currently in the hospital for a broken leg. It's unknown if customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was offered for high blood glucose but customer's husband declined. Customer's spouse said he would treat customer's high bgs with a bolus because customer is currently sick and has not been able to eat. The product was not returned for analysis.